Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): "phaco handpiece presented with intermittent issues" (device stops intermittently). The nurse reported the phaco handpiece presented with intermittent issues during surgery. The handpiece was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. The phaco handpiece was sent to a third party for repair. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4). (B) (4).